Event description:
In 2006 it was found that the screws of the one level acdf were backing out of the construct. The date of the surgery was 2005. The surgeon is monitoring the patient and at this time there is no intention of revision the construct.